Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient had pain at the ipg site due to weight loss. Surgical intervention may be undertaken to address this issue.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the ipg was explanted and replaced to resolve the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete device and event information.